Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Healthcare professional reported via phone call that customer were hospitalized due to high blood glucose levels (B)(6), 2021. Blood glucose level at the time of hospitalization was over 600 mg/dl. Customer treated hyperglycemia with insulin drips. Customer reported symptoms like confusion and headache, tired. Customer stated that insulin pump had pump error alarms. The troubleshooting was performed. The insulin pump will not be returned for analysis.